Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
The drug concentration was incorrectly listed as 3.1 mg/ml when it should have been 4 mg/ml during the bridge bolus programming. To resolve the issue, the reporter updated the pump with the original settings, read the pump again, entered the new drug info, and then updated the pump again to initiate the bridge bolus with the correct info. The patient had no symptoms related to the event. The device system was delivering morphine. At the visit, the drug was being changed from morphine (4 mg/ml at .78 mg/day) to morphine (5 mg/ml at 1 mg/day).